Manufacturer narrative:
(B)(4). Customer complained about the unit having a cracked/broken screen on event date of (B)(6) 2021. Device received with partial display and the display was unreadable. Unable to perform displacement test and selftest. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, scratched/peeling/fading end cap address label and scratched case. Device was confirmed for a partial display due to a cracked and bleeding lcd glass.

Event description:
Information received by medtronic indicated that the insulin pump was broken and screen was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.